Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a bruise under the lifevest equipment. Patient had fallen with the equipment on and it is unconfirmed if it was due to the lifevest. The patient¿s nurse contacted zoll to interrogate the equipment for the skin irritation. Follow up indicated that the skin irritation improved.